Manufacturer narrative:
Patient information was unavailable from the site. No investigation was performed as the issue was resolved during initial troubleshooting.

Event description:
Medtronic received information regarding an imaging system during a sacroiliac and thoracolumbar procedure. It was reported that while the system was brought into the case the mobile view station (mvs) screen went black. The site rebooted the mvs multiple times before the mvs screen turned on. The surgery was completed with less than an hour delay. There was no known patient impact.